Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 322. Service evaluation verified the system error 322 through a review of the event history log and found the system error to be caused by an out of specification link clearance gap. The link was reinstalled to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a system error 322 (link switch error (low)) alarm. No additional information is available.